Event description:
The patient had knee lateral instability and the cause of the instability is unknown. At about 1 year and 9 months post primary the surgeon revised the liner implanting a thicker one and the surgery was completed successfully. Implanted: 02.12.e0211fl gmk-sphere tibial insert e-cross - flex 2l - 11mm 2346374.

Manufacturer narrative:
Batch review performed on 17 july 2024 lot 2112386: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-10-11. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with another similar reported event during the period of review.